Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the pulse generator exhibited diagnostic anomaly. The device was re-interrogated. No intervention was performed and no patient symptom was reported. The patient will be monitored continuously.

Event description:
New information received stated that the pulse generator was explanted due to normal elective replacement indicator (eri) and not due to diagnostic anomaly.

Event description:
New information received stated that the pulse generator was explanted on (B)(6) 2017.

Manufacturer narrative:
Additional information: per analysis update, analysis was normal. No anomalies were found.